Event description:
The customer was hospitalized for high bgs. Troubleshooting was performed. The pump passed the functional testing. It was stated that the reason for the hospitalization was undetermined.